Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow and down arrow keypad buttons are intermittently unresponsive. The patient reportedly wears the pump in a pump skin and cleans the pump with a damp cloth and mild detergent. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and ok keypad buttons were intermittently unresponsive and required excessive force to activate a response. During investigation, evidence of contamination was found under all key contacts.